Event description:
It was reported that the physician was having problems with the serial adapter cable. It was indicated that the physician could not communicate with the generator while the serial cable was attached. New handheld was shipped to the site and old handheld was returned back to MFR and is under product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.